Event description:
It was reported that during an unknown procedure, when the automatic bipolar mode is activated, it activates without bringing it close to the tissue and generates a detection sound. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2026. D4 batch #: unknown. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported self activation or the bipolar issue. However, during testing an error 105 and error 107 were observed. The backplane pcb was replaced to address both errors. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.